Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. The patient¿s current blood glucose was 302 mg/dl. The customer reported that he was not getting insulin and this was not the first time. The customer¿ sugar level was 400 mg/dl something and an hour later it was still 400 mg/dl something. The customer was having some headaches. The customer did not want to continue troubleshooting and hung up as he wanted to go to bed. The insulin pump will not be returned for analysis.